Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant the patient presented for follow up. Upon interrogation, the pulse generator exhibited an error message. The message was cleared and the device was programmed to the desired settings. The patient would continue to be monitored.